Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, during a procedure the qbl by 190ml from one scan of canister to another scan of same canister. Canister was agitated prior to each scan done during procedure. Scanning was done 4-5 times due to concern of excess blood loss. Qbl went from 936 to 746. The canister was again agitated and the qbl went back up to approx. 936. There had been 200ml of additional volume added to canister between the 936 to 746 scan. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, during a procedure the qbl by 190ml from one scan of canister to another scan of same canister. Canister was agitated prior to each scan done during procedure. Scanning was done 4-5 times due to concern of excess blood loss. Qbl went from 936 to 746. The canister was again agitated and the qbl went back up to approx. 936. There had been 200ml of additional volume added to canister between the 936 to 746 scan. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.